Event description:
Unit aleges high venous pressure during analysis. Nurse reports fistula needle was patent until patient was started on dialysis. Patient placed on larger guage needle with no further problem. No patient injury reported.